Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were in a car accident and their blood glucose started dropping while they were in the ambulance. The customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 53 mg/dl at the time of the incident, and 114 mg/dl at the time of admission. The customer was at 43 mg/dl at the time of the call. The customer was given orange juice and food to treat. The customer experienced symptoms such as feeling tired. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and it was found that the customer had over filled their cannula during a set change. Customer was feeling stressed out. The insulin pump will not be returned for analysis.